Manufacturer narrative:
The prograsp forceps instrument was returned to isi and evaluated. Failure analysis confirmed the customer reported failure. The instrument clevis pin was found to have improper swaging. As a result the clevis pin was found to be dislodged. The clevis pin was also found to be damaged. The customer reported complaint does not itself constitute a reportable event; however, the damage to the clevis could cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer noted that the screw popped out of prograsp forceps instrument. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. There was no report of fragment(s) falling inside the patient. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information regarding the reported event: the robotics coordinator confirmed that the issue occurred outside of the patient.